Manufacturer narrative:
(B)(4). During processing this complaint, attempts were made to obtain complete event information; the physician commented that the guidewire got stuck in the lesion while it was crossing, and the stenosis contributed the guidewire breakage. The patient was in a stable condition and discharged on (B)(6) 2016. The catheter was returned for investigation. The distal tip of the catheter was broken and approximately 4mm of the tip was missing. Its shaft at approximately 11mm from the distal end was bent as it were crushed. The distal tip was observed under a microscope and it was found that the tip was twisted and spiral scratch marks, as if it were caught by the calcified lesion during rotational manipulation of the catheter, were seen on the tip surface. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the information obtained and the investigation outcome of the returned catheter, it is concluded that rotational force exceeding the product's design limit might be inadvertently given to the catheter while its distal tip was trapped by the heavily calcified lesion. There was no indication of product deficiency. The IFU states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.) [Warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
During pci for treating a heavily calcified 90-99% stenosis in the lmt, a guidewire (manufacturer unidentified) was able to cross the lesion but a catheter (manufacturer unidentified) could not cross. The catheter was replaced with an asahi catheter and it was advanced to the lesion. The asahi catheter was able to cross the lesion. After crossing the stenosis site the physician felt that the catheter was caught by stenosis and pulled the catheter, it caused the distal end of the catheter to be broken. A balloon catheter (manufacturer unidentified) was used to dilate the lesion and to retrieve the tip fragment but the fragment could not be retrieved. In another attempt to retrieve the fragment, parallel guidewire technique was used but the guidewire could not cross the lesion. The physician determined to leave the fragment in the vessel and finished the procedure.